Event description:
It was reported that the device had displayed all three icons (attention, service, and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have removed the device from service due to the age of the device. Physio-control has not received the device from the customer. The cause of the reported failure could not be determined.